Event description:
Internal fracture noted on CT scan at approximately 30cm below bifurcation.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history device (lhr) of rewf0801 showed two other similar product complaint(s) from this lot number.